Event description:
It was reported that a spectrum pump had a damaged keypad upon power up at the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the keypad damaged was reproduced as inoperable keypad numbers 0, 4, and 6. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.